Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be removed and therefore the material was not identified. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had a forceps/ instrument channel malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the plastic distal end cover had a chip. Upon further inspection, it was observed that material was clogging the nozzle that could not be removed. Due to this clog, the water supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the suction cylinder had discoloration. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the image guide protector was dirty. It was also observed that the adhesive on the bending section cover had a crack. It was observed that the coating of the connecting tube was peeling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: the grip, switch box, right and left knob, up and down knob, objective lens and on the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.